Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: a review of the black box showed unexplained power on reset events. The returned battery cap was undamaged and was able to fit securely. The returned battery cap was fastened and unscrewed a half turn with no reboots. No visible moisture corrosion was found. A leak was found in the battery compartment. The pump powered up. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The power complaint was unable to be duplicated during investigation. The pump cover was removed to find moisture corrosion on the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.